Event description:
During a pulmonary vein isolation procedure (pvi), a polarmap catheter was selected for use, it was reported that during positioning of the balloon catheter after two ablations. Left pulmonary vein was a common ostium and while entering the lower branch of the veins the la, a perforation at the entrance of the left atrial appendage (laa) occurred, which caused a cardiac tamponade. The procedure was not completed, and patient was moved to surgery. There was no malfunction of the devices. The issue is ongoing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted no visual abnormalities. Functional tests were performed and the device had no signal issues. During device testing, no problems were confirmed to be found. The reported event was not confirmed

Event description:
During a pulmonary vein isolation procedure (pvi), a polarmap catheter was selected for use, it was reported that during positioning of the balloon catheter after two ablations. Left pulmonary vein was a common ostium and while entering the lower branch of the veins the la, a perforation at the entrance of the left atrial appendage (laa) occurred, which caused a cardiac tamponade. The procedure was not completed, and patient was moved to surgery. There was no malfunction of the devices. The issue is ongoing. It was further reported that full surgery was performed to repair the small gap at the entrance of the laa. There was no malfunction of the devices.